Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that she was hospitalized due to a bent cannula that led to high blood glucose. Her highest blood glucose level was 700 mg/dl and the infusion set had been in use for 1 day. She has bolused in an attempt to resolve the high blood glucose issue. Prior to hospitalization, she had high blood glucose. She received insulin drip via intravenous route as corrective treatment which resolved the issue. There was not any permanent damage to the patient. The patient was hospitalized for 7 days. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.